Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that following a car accident, the pt's ipg is not responding. The pt underwent an ipg replacement procedure and is doing well. Following the procedure, the pt was in a lot of pain and the physician prescribed the pt dilaudid.